Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the bending rubber on the uretero-reno videoscope had a hole about three (3) inches from the tip and the fibers were exposed. It appeared the end had been attempted to be cut. There were kinks and buckles noted on the bending section of the scope. It is unknown how the scope became damaged. The issue was found during sterile processing. The intended procedure was able to be completed with the same device. No patient harm was reported. The device was being stored in a sterile flat container. In addition, the device was being reprocessed in a v-pro max and was leak tested after each use.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section had a broken skeleton. The rubber had a hole/cut and the rubber glue for the cover was cracked. The scope leak test resulted in a leaking channel and rubber/glue. It was also found the video connector had a crack. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the cause of the issue was that the curved pipe was damaged by the user performing an operation in which an excessive force was applied to the curved part. The instruction for use (IFU) states the following guidelines: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.